Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:".

Manufacturer narrative:
The customer provided strip codes bb0vm, lc6up and 4f728. These correspond to the following strip lots: bb0vm - (B)(4), lc6up - (B)(4), 4f728 - (B)(4). Investigation pending.